Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a lead warning. Review of the device data showed low impedance. Impedance trends over the previous year showed a gradual decline. It was also noted that a decrease in the r-wave sensing had occurred and there was an increase in pacing thresholds over the past year as well. When the right ventricular (rv) lead was changed to a unipolar configuration, pectoral stimulation occurred. The lead was later capped and replaced during a routine generator exchange procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.